Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet after sensor start and multiple pairing attempts, including device restart, code confirmation, sensor restart, and a magnet reset procedure, resulting in repeated replace-sensor prompts and the need to consider sensor replacement and to contact the cgm manufacturer for continued pairing failure. Symptoms included no adverse clinical symptoms. Outcomes included no impact on health and no alarms from the ilet. Investigation included customer education, guided troubleshooting, device power cycling, sensor restart, and a magnet-initiated reset attempt. Investigation of this case revealed that the sensor-to-pump communication did not establish despite standard recovery steps, and the responsible component could not be isolated. It was concluded that the event was a cgm pairing failure with the ilet, with no patient harm and probable need for sensor replacement.